Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2007; dtba1d1 ICD, implanted:( B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead was implanted after the use before date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.